Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the second firing of the device on the stomach the device stopped firing halfway and it was stating excessive force with powered stapler. A new power stapler was opened but same thing occurred. At this time the surgeon then used a manual handle and upon firing there was a crack indicating excessive force but surgeon continue through end and finished firing the reload. No indication of malformed staples or leak when tested. When stomach was scoped and examined after the case no indication of excessive thickness or any foreign body to indicate why the device reacted in this manner. There was no patient injury.